Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was unable to be confirmed due to unavailability of returned device and/or applicable imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, ''patient presented moderate to severe leaflet calcification''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then lead to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. No device or labeling problem was identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device was discarded.

Event description:
Edwards received notification from our affiliates in germany. As reported, this was an implant case of a 29mm sapien 3 valve in aortic position by transfemoral approach. The patient presented with moderate to severe leaflet calcification. During the procedure, at the end of valve deployment, the balloon of the commander delivery system ruptured at distal marker height. The valve was fully deployed without any incomplete expansion or paravalvular leak. Then, it was tried to retrieve the system within esheath without knowing if balloon ruptured longitudinally or radially. As the balloon reached the esheath tip, it was noticed high resistance assuming a radial rupture. Therefore, it was decided not to pull further and retrieve the system as a single unit. Unfortunately, the esheath was pulled without being the commander parallelly aligned, which resulted in the commander delivery system tip being still in the femoral artery. Next decision was to split outer catheter from the balloon catheter and removing the outer catheter completely. A 22 fr non-edwards sheath was introduced over the balloon catheter and by using a snare placed on the distal marker of the catheter, it was possible to retrieve the commander tip and the balloon into the sentrant sheath and removed all residuals from the commander system afterwards. No residual device pieces were left in patient. No cutdown or vessel damage was performed during withdrawal. No damage to patient vessels occurred and patient was sent regularly to ICU.